Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address articular surface wear and acetabular loosening. The srom stem was repositioned into correct anteversion during the surgery. However, 3 weeks later a nondisplaced fracture at the tip of the stem was noted.

Manufacturer narrative:
The report states: patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address articular surface wear and acetabular loosening. The srom stem was repositioned into correct anteversion during the surgery. However, 3 weeks later a nondisplaced fracture at the tip of the stem was noted. (Right hip). Doi: unk; dor: (B)(6) 2011. Orif due to femur fracture: (B)(6) 2011. Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records/material certifications were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address articular surface wear and acetabular loosening. The srom stem was repositioned into correct anteversion during the surgery. However, 3 weeks later, a nondisplaced fracture at the tip of the stem was noted. (Right hip). Update: 8/6/2012, litigation papers allege, the patient experienced pain and discomfort in his hip and had to undergo revision surgery. There was no new information received that would impact the outcome of the investigation. Update: 2/7/2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. Complaint has been reopened for further investigation.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Event description:
Additional information: litigation papers allege the patient experienced pain and discomfort in his hip and had to undergo revision surgery.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records/material certifications were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.